Manufacturer narrative:
(B)(4). Date of event: 2016. Concomitant medical products: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient's device had not been working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. The patient was in a car accident and the leads moved. The ipg was working properly. The patient was doing well post-operatively.

Event description:
A report was received that the patient's device had not been working. The patient will undergo a revision procedure.